Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2014 which refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for permanent birth control; lot number used was c91743. It was reported that physician inserted an essure into the patients left tube and the devices pet fibers were completely hanging out of the tube. The essure device needed to be removed. Bilateral placement was achieved. Patient had no injury. The product technical complaint investigation and final assessment were received on (B)(6) 2014. The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a reported product quality issue. The ae case refers also to a usability issue. However, no adverse events have been reported at this point in time. No complaint sample was provided for further technical investigation. The batch documentation was reviewed by the (B)(4). The technical assessment concluded unconfirmed quality defect. Since no adverse events were reported, no batch signal review for similar adverse events could be conducted. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The reported usability issue will be subject to post market surveillance monitoring. Company causality comment: this spontaneous case report refers to a (B)(6)-year-old female patient who had an attempt to insert essure (fallopian tube occlusion insert) for permanent birth control and physician inserted an essure into left tube and the devices pet fibers were completely hanging. This event, interpreted as device breakage, is considered non-serious and unlisted according to technical analysis. Upon the event occurred during the insertion procedure, the causal relationship between this event and essure use cannot be excluded. This case was regarded as other reportable incident since device breakage/ malfunction was reported. According to product technical complaint investigation results, the technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Additional information from physician was requested.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow up 02-feb-2015: the required number of follow up attempts have been completed, without response from the physician. No new information was provided. Case closed. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert) for permanent birth control and physician inserted an essure into left tube and the devices pet fibers were completly hanging. This event, interpreted as device breakage, is considered non-serious and unlisted according to technical analysis. Upon the event occurred during the insertion procedure, the causal relationship between this event and essure use cannot be excluded. This case was regarded as other reportable incident since device breakage/ malfunction was reported. According to product technical complaint investigation results, the technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.